Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012115529); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced loader. Under fluoroscopy inspection, the valve looked ok. An overcrowding was noted, but it was below node 4. It was thought to be up to node 2.5. Upon the first deployment attempt, a large infold was noted. The valve was recaptured and retrieved. A new delivery catheter system (dcs) was used to successfully implant a new valve, which was loaded by the same loader. Of note, the case took longer than expected due to manipulations in a calcified aortic valve which could have led to embolization of debris. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two media files were provided for review. Fluoroscopy valve load inspection was performed and overlap to node 4 is suspected. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. The overlap to node four is more obvious at the beginning of the deployment, and an infold was evident just prior to the point of no recapture during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was loaded, and fluoroscopy valve load inspection confirmed a good load. The new valve was successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was only recaptured once due to the infolding that occurred. A procedural delay of approximately 5 minutes more occurred due to the need to use a new valve kit. Per the physician, there was nothing of note in terms of patient anatomy that contributed to the infold. There was no embolization of debris that occurred during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery catheter system (dcs). The valve was removed from the dcs and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact, received in a partially crimped state. The inflow aspect exhibited an elliptical appearance. As received, all leaflets appeared partially closed with a gap between the free margins. The leaflets were slightly stiff yet flexible. All leaflets exhibited signs of creases, imprints and tissue thinning where frame imprints were present. Remnants of coagulated blood were found on two commissures. All commissures were intact. Remnants of coagulated blood were observed on the inner lumen. Creases and frame imprints were noted along the outer wrap. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No kinks or distortions were noted on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.